Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) during hip surgery due to electromagnetic interference noise. It was noted that emi noise is likely associated with the use of electrocautery during the procedure. The inappropriate shocks could have been caused by the magnet not being properly applied as well resulting in the device misinterpreting signals. It was also noted that the device displayed ¿inactive¿ due to the magnet being near the patient during interrogation. A lead integrity alert (lia) was trigger for short v-v intervals most likely related to the episodes. The device remains in use. No further patient complications have been reported as a result of this event.